Event description:
It was reported that the nurse stated that they were using a pediatric 12fr esophageal probe on a neonate because that was the only probe, they could find that was compatible with the temperature in cable in an arctic sun device. Now they were getting an alarm that the temperature was too low and therapy was stopping. Patient temperature (pt) was 32.4c. Low patient alert was set to 32.0c. Checked event log. Alarm 14 (patient temperature probe out of range), alarm 15 (unable to obtain a stable patient temperature), alarm 50 (patient temperature erratic), and alarm 114 (treatment stopped) in event log. Explained that either the temperature in cable or temperature probe need to be replaced. One of the two were damaged making the device unable to read a stable patient temperature. They were still using s/n dyhqal010. Nurse wanted to know if there was anything else they need to be doing to make sure the device was working properly. Confirmed they continued to receive erratic patient temperature alarms and therapy was stopping. Explained that if they were unable to replace the temperature in cable or esophageal probe to clear the alarms, they should discontinue therapy. The device was unable to properly measure the patient's temperature meaning the device could cool or warm the patient because it could not measure the accurate patient temperature. Nurse stated that they would discuss with the doctor.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is failed temperature cable. However this cannot be confirmed. A DHR review is not required as the serial number is unknown. The instructions for use were found adequate and state the following: ¿the arctic sun¿ temperature management system is a thermal regulating system, indicated for monitoring and controlling patient temperature in adult and pediatric patients of all ages. Specifications environmental conditions at operating temperatures higher than 27°c (80.6°f), the refrigeration system¿s cooling capacity and therefore its ability to cool a patient is compromised. If the control module is to be exposed to subfreezing temperatures, perform the total drain process. See section vi. Operation guide¿advanced setup¿total drain for further instructions. Disposal upon end of life, dispose of in accordance with local weee regulations or contact your local bd supplier or distributor to arrange for disposal. Control module the arctic sun¿ temperature management system control module is the main component of the arctic sun¿ temperature management system. It incorporates the system electronics, hydraulics, software, and the touchscreen control panel. The power cord, fluid delivery line, patient temperature in cables, patient temperature out cable and fill tube connect to the rear of the control module. The figure above identifies the main features and component connection sites. Use only bd supplied cables and accessories with arctic sun¿ temperature management system control module. The use of accessories, transducers or cables other than those specified may result in increased electromagnetic compatibility (emc) emissions or decreased immunity of the arctic sun¿ temperature management system control module. Power cord hospital-grade power cords are available with several inlet connector styles to meet national/regional power requirements and wall outlet specifications. Fluid delivery line water flows between the arcticgel¿ pads and control module through the fluid delivery line. Fill tube a fill tube is used to fill the control module water reservoir. Arctic sun cleaning solution arctic sun cleaning solution is added when filling the control module with sterile water. This is done to suppress microorganism growth in the water reservoir and hydraulic circuit. For information regarding safe handling, please refer to https://www.bdttmsolution.com/ for the cleaning solution sds. Patient temperature input cables and probes patient temperature control with the arctic sun¿ temperature management system requires patient temperature feedback provided by an indwelling patient temperature probe connected to the control module via the temp in 1 and temp in 2 inputs. Any commercially available yellow springs instrument 400 series (ysi 400) compatible patient temperature probe can be connected to the arctic sun¿ temperature management system. The arctic sun¿ temperature management system temperature cables are available with several connector styles (e.g. Phillips, ge, rusch, bard, nellcor) for compatibility with various manufacturers¿ temperature probes. Select the patient temperature cable with the correct connector style for your chosen temperature probe. Figure IV-2. Temperature input cables a temperature cable and probe connected to the temp in 1 connector provides the patient temperature feedback required for automatic patient temperature control. A second patient temperature probe and cable are recommended to be connected into the temp in 2 connector. Temp in 2 is used to provide monitoring from a second patient site for increased patient safety when patient temperature is not continuously monitored by a second device. Note: patient temperature is not controlled from the temp in 2 connector. It is for patient temperature monitoring only. Patient temperature output cables the arctic sun¿ temperature management system control module has the capability to output the current temp in 1 reading to a ysi 400 compatible hospital monitor. The arctic sun¿ temperature management system temperature output cables are available with several connector styles (e.g. Phillips, ge, rusch, bard, nellcor) for compatibility with the various hospital monitor input cables. Select the patient temperature cable with the correct connector style for your hospital monitor. Note: the temperatures displayed on the arctic sun¿ temperature management system control panel and the hospital monitor represents the same probe reading but may not be identical due to calibration differences between the control module and the monitor.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated that they were using a pediatric 12fr esophageal probe on a neonate because that was the only probe, they could find that was compatible with the temperature in cable in an arctic sun device. Now they were getting an alarm that the temperature was too low and therapy was stopping. Patient temperature (pt) was 32.4c. Low patient alert was set to 32.0c. Checked event log. Alarm 14 (patient temperature probe out of range), alarm 15 (unable to obtain a stable patient temperature), alarm 50 (patient temperature erratic), and alarm 114 (treatment stopped) in event log. Explained that either the temperature in cable or temperature probe need to be replaced. One of the two were damaged making the device unable to read a stable patient temperature. They were still using s/n dyhqal010. Nurse wanted to know if there was anything else they need to be doing to make sure the device was working properly. Confirmed they continued to receive erratic patient temperature alarms and therapy was stopping. Explained that if they were unable to replace the temperature in cable or esophageal probe to clear the alarms, they should discontinue therapy. The device was unable to properly measure the patient's temperature meaning the device could cool or warm the patient because it could not measure the accurate patient temperature. Nurse stated that they would discuss with the doctor.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.